Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had no delivery alarms from using 5 infusion sets. The alarms occurred during the fill tubing process. The infusion sets were from the same box. The customer¿s blood glucose during the incident was 500 mg/dl. They corrected with a manual injection. The customer had changed the infusion set and reservoir. After connecting to a new infusion set, everything worked. The insulin pump will not be returned for analysis.